Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the back half of the lens sheared off. The lens was cut in pieces to remove with no patient injury, no enlarged incision or sutures. Additional information has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Results - visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of dried dark residue. Conclusions - based on the complaint history and the evaluation of the returned product, a possible root cause of the complaint is the off-label use of the injector with this model lens. (B) (4).